Event description:
It was reported that on (B)(6) 2005 the patient presented with a long history of low back pain that is chronic. Worsening during the winter months. Taking hydrocodone every other day and does pretty good every other day right now. On (B)(6) 2006, low back pain worsening over the last few months. On (B)(6) 2006, l5-s1 grade I spondylolisthesis with neuroforaminal narrowing and some symptoms consistent with radiculopathy of neurogenic claudication. On (B)(6) 2006, blood and urine retention post l3-l4 lumbar laminectomy. Gross hematuria, possibly due to catheter insertion but cannot rule out otherwise other possibilities. On (B)(6) 2006, patient underwent a gill-type procedure with removal of the abnormal lamina and facets at l5 with decompression of the l5 and s1 nerve roots with posteriolateral arthrodesis of l5-s1 utilizing locally harvested bone and bmp, as well as pedicle screws fixation of l5-s1 on (B)(6) 2007 patient reports two lesions, one of which rubs against his anterior shin on the right and the other which has changed color and has darkened on the inner aspect of his left thigh. Removed under local in the office . Will keep covered as are closed with steri-strips. On (B)(6) 2007 - chronic low back pain which he reports as worsening. On (B)(6) 2008 - patient complains of a growth on his right hand that suddenly has grown on (B)(6) 2008 - possible pyogenic granuloma, right hand on (B)(6) 2009 - patient report increasing headaches he has been having over the past several weeks. He gets 2-3 a week, and sometimes they are real severe in the left occipital region and some in the right neck. On (B)(6) 2009 - follow up for chronic pain, disc disease-neck and low back pain. Low back is still problematic chronically. On (B)(6) 2010 - patient report having more back pain. If he stands for 10 minute or so, he has pain shooting down both legs to the knees. Is on lortab, but is needing something more for the pain. On (B)(6) 2010 - patient returns with degenerative disk disease. Having trouble getting out walking very far and needs handicap parking. On (B)(6) 2011 - patient reports chronic pain and disc disease and is doing okay with hydrocodone, though when he was shoveling the snow this was worsened. On (B)(6) 2011 - patient reports chronic back pain, disk disease and arthritis. Takes lortab and doing ok. On (B)(6) 2013 - new primary care physician. Subjects main complaint is chronic low back pain that radiates into both legs.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.